Event description:
Account alleged the siderail will not latch.

Manufacturer narrative:
Tech asked account to check the latch spring and the latch block. Account did no repairs to the bed but the problem has not reoccurred, fix is unk. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.